Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported she removed a tampon pledget in one piece with the string fully attached and the next day a small piece of string and pledget came out of her vaginal cavity on its own. She reported she was doing fine and was able to remove all the pieces. She did not seek medical attention and did not experience any adverse health effects.